Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and revealed a hole in the cassette sheeting. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported issue was verified. The cause was a hole in the cassette sheeting. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cassette was found to have air leakage from the set. The patient was connected at the time of the event. Location of the leak was not reported and no alarm triggered. The patient changed to a new set to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.